Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's stimulation was auto reducing. A lead diagnostic confirmed that there were high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.